Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare provided reported that the laser probe pulled out the trocar during a retinal detachment repair procedure. The surgeon was able to complete the procedure after replacing the probe. There was no patient harm.

Manufacturer narrative:
The customer reported that the 25 gauge flex laser probe pulled out the trocar during a retinal detachment case. The surgery was able to be completed. There was no patient impact. The customer noted that there is no sample available to be returned. The 25 gauge flex laser probe was manufactured on june 20, 2017. There were 1,488 paks associated with this lot number (l/n). Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined. The manufacturer internal reference number is: (B)(4).